Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 90 charge processes had been documented. During the electrical analysis, the memory content of the ICD was examined first. The examination showed data that met expectations. The analysis of the existing iegms showed that only intrinsic signals led to the 90 charge processes, a part of them terminated. The examination did not indicate a dysfunction of the device. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The ICD had been implanted for 47 months, a number of 90 charge processes had been documented. The charge drawn from the battery was checked. The battery status mol2 proved to meet expectations. In summary: the device functions properly and is within specs both regarding the connection system and the electronics. The analysis did not find any deviations from the spec, which could be related to the clinical complaint. The battery status mol2 was as expected. There was no material defect or mfg error.

Event description:
Ous MDR - after an implantation time of about 47 months, it was reported that , when exchanging the ICD, which showed eri after multiple shock deliveries, the lead showed a shock impedance >150 ohm after connection to the new device. This was displayed both after automatic measurement and after a manually triggered 1-j test shock. After consultation with the biotronik hotline, the lead was explanted. The df connector showed optical deficits. The lead was damaged during the explantation.